Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020. Upon investigation, non-sustained right ventricular (rv) oversensing episodes were noted on the implantable cardioverter-defibrillator. Further investigation concluded that these episodes were likely isolated incidents that all occurred on (B)(6) 2020 within a span of 30 minutes. These episodes were also concluded to be t-wave oversensing. Programming changes were discussed. The patient was in good condition and would be monitored.